Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that the implantable cardiac monitor exhibited an anomalous low battery longevity due to the device being subject to cold weather. It was noted that normal battery reading was found. The patient was stable. The patient will be followed normally without changes.